Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal came off of the device in the cavity. The component was retrieved. There was no injury to the patient. The case was completed with another device.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the seal was immediately retrieved from the patient with forceps. Another device was used to correct the product problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The 5 mm seals on the converter cap were ripped out and pushed into the device. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.